Event description:
It was reported by service report that the inner and outer panels were cracked, and the inner blank modules were broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head-end panels and broken inner blank modules.